Event description:
Customer reported a blood glucose (bg) value of "low;" cause was unknown. Customer administered a glucose injection to successfully resolve the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.